Event description:
I had lasik eye surgery on (B)(6) 2011 at (B)(6). (B)(6) performed my surgery. I was patient while my eyes "settled." In about two weeks, I started to notice that I had floaters and they weren't going away. To this day, I have hundreds. It's like living in a snowglobe. (B)(6) will not help me. Never had floaters before this. After research on my own, I suspect the suction ring to cut the flaps. I do not know if this device has an adjustable setting and too much pressure was used.